Manufacturer narrative:
This report is associated with argus (B)(4), poligrip ultra. Poligrip ultra is marketed as super poligrip cream in the us.

Event description:
Burnt inside of mouth [burned mouth]. Blisters on roof of mouth [oral mucosa blister]. Sore and tender mouth [sore mouth]. Gums bleeding [gingival bleeding]. Blisters behind front gum [gingival blister]. Gum swelling [gum swelling]. Tender gum [tender gum]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) cream for drug use for unknown indication. On an unknown date, the patient started poligrip ultra. On (B)(6) 2016, an unknown time after starting poligrip ultra, the patient experienced burned mouth (serious criteria gsk medically significant), oral mucosa blister, sore mouth, gingival bleeding, gingival blister, gum swelling and tender gum. On an unknown date, the outcome of the burned mouth, oral mucosa blister, sore mouth, gingival bleeding, gingival blister, gum swelling and tender gum were not recovered/not resolved. It was unknown if the reporter considered the burned mouth, oral mucosa blister, sore mouth, gingival bleeding, gingival blister, gum swelling and tender gum to be related to poligrip ultra. Additional details: case reported by (B)(6) female consumer via customer relations regarding poligrip ultra 40g cream, which she started using on (B)(6) 2016 and stopped taking on (B)(6) 2016. The following was reported: I've used poligrip for the last 3 days now and its really burnt inside my mouth, I've got blisters on the roof of my mouth and I now called my dentist in because it is so sore and tender, it's been bleeding and everything. I don't have the product with me, I'm on my way to work, but it was the poligrip ultra. It's just behind my front gum, where it blistered that much, it's horrible, I cannot put my dentures back because it's quite swollen. I just felt that my denture was like rubbed. When I look at my mouth on sunday evening, my gums were actually bleeding and yesterday, it was tender to touch and was so tender. The mark (blisters - as confirmed) is actually where I put poligrip on my dentures" the reaction is still ongoing and has not been resolved and the patient has not recovered. The reaction onset date was the (B)(6) 2016 in the morning.

Manufacturer narrative:
MFR report 3003721894-2016-00082 is associated with argus case (B)(4), poligrip ultra. Poligrip ultra is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) cream for drug use for unknown indication. On an unknown date, the patient started poligrip ultra. On (B)(6) 2016, an unknown time after starting poligrip ultra, the patient experienced burned mouth (serious criteria gsk medically significant), oral mucosa blister, sore mouth, gingival bleeding, gingival blister, gum swelling and tender gum. On an unknown date, the outcome of the burned mouth, oral mucosa blister, sore mouth, gingival bleeding, gingival blister, gum swelling and tender gum were not recovered/not resolved. It was unknown if the reporter considered the burned mouth, oral mucosa blister, sore mouth, gingival bleeding, gingival blister, gum swelling and tender gum to be related to poligrip ultra. Additional details: case reported by (B)(6) female consumer via customer relations regarding poligrip ultra 40g cream, which she started using on (B)(6) 2016 and stopped taking on (B)(6) 2016. The following was reported: I've used poligrip for the last 3 days now and its really burnt inside my mouth, I've got blisters on the roof of my mouth and I now called my dentist in because it is so sore and tender, it's been bleeding and everything. I don't have the product with me, I'm on my way to work, but it was the poligrip ultra. It's just behind my front gum, where it blistered that much, it's horrible, I cannot put my dentures back because it's quite swollen. I just felt that my denture was like rubbed. When I look at my mouth on sunday evening, my gums were actually bleeding and yesterday, it was tender to touch and was so tender. The mark (blisters - as confirmed) is actually where I put poligrip on my dentures". The reaction is still ongoing and has not been resolved and the patient has not recovered. The reaction onset date was the (B)(6) 2016 in the morning. Follow up information received 21 july 2016 error identified during (B)(6) 2016 inbound qc. The following adverse event term has been removed: 'rubbed'.